Manufacturer narrative:
(B)(4).

Event description:
During follow up, ra lead x-rayed and found to have dislocated. The patient underwent lead revision where the existing ra lead was explanted and a new ra lead was implanted. During the revision the rv lead was cut. The physician replaced the rv lead as well. No patient symptoms were reported.